Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024, which is off-label usage of the device. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6)2024, it was reported that the patient experienced a cgm accuracy issue. While the patient was at school, her cgm value was 60 mg/dl. No bg meter reading was taken at this time. The patient self-treated with a lollipop. At an unspecified time later, the patient then felt dizzy, shaky, had a seizure, and then lost consciousness. When she passed out, the patient fell and suffered a black eye. Emergency medical services (ems) was called (it was not mentioned by who). Once ems arrived, the patient¿s bg meter reading was not taken as ems did not realize the patient had diabetes and thought she had passed out due to a drug overdose. The patient was treated with narcan which caused the patient to become nauseous and vomit. The patient¿s parent also arrived at the patient¿s school and the patient¿s cgm was reading 70 mg/dl and then dropped to 40 mg/dl. Ems transferred the patient to the emergency room (ER). In the ER, the patient¿s cgm was reading 80 mg/dl, and the bg meter was reading 49 mg/dl. The patient was treated with IV dextrose. She was also given ¿sulfa¿ and an orange to eat. It was not specified when during the event timeline the patient regained consciousness. The patient also had a CT scan done to rule out any head injury, which came back negative. The patient was discharged home around 11pm the same day. The patient was still feeling unwell and had ¿body pains¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. While the patient was at school, there were no complete sets of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen on 11/28/2024, which is off-label usage of the device. "

Event description:
The wearable was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device.